Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported thrombosis is listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during the index stenting procedure (B)(6) 2010, of the concentric, heavily calcified, 90% stenosed, de novo, right coronary artery, the 2.75 x 23 mm xience v was deployed; however, a small branch was occluded due to stent jailing. There was no intervention or treatment performed for the occlusion. Post stenting intravascular ultrasound (ivus) showed good stent apposition, and the stent fully expanded. There was no reported patient sequela. During the 6 month (B)(6) 2011, follow-up post stenting, the coronary angiogram showed that the proximal part of the stent implant was occluded with thrombus. The patient was reported as asymptomatic. Reportedly balloon angioplasty with a 3.0 x 15 mm voyager nc was performed for the thrombosis. There was no additional information provided.